Manufacturer narrative:
It was reported, during distal radius osteosynthesis, the screw was being placed in the second hole and it did not engage as it went directly into the bone. The surgeon decided to leave the screw inside the patient. The procedure completed using the same device. The affected d-rad smart pack standard plate, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that it is possible that this event is related to the location of the screw placement or bone quality but that cannot be confirmed. The screw is an implantable device. Ti6al4v locking screw (common in trauma) is a material that has good biocompatibility and is well tolerated in long-term osseous implantation studies.the further impact to the patient is unknown, however, since the screw went directly into the bone, micromotion/migration is unlikely. Possible causes could include but are not limited to bone quality or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that when the screw was being placed in the second hole it didn't engage and went directly into the bone. The surgeon decided to leave the screw inside the patient. The procedure was completed using the same device.